Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and selection of d8 which was inadvertently left off the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was a piece of the cleaning brush. The root cause could not conclusively be determined, however, it's very likely that it was clogged during the cleaning/disinfection process. The event can be prevented by following the instructions for use: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tip was stick in connector. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. There was no water from auxiliary water channel due to clogging. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.